Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd nano¿ 2nd gen pen needles had insufficient, non-patient cannula lengths that would not allow them to attach to the pen as intended during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "unable to attach 3 npe as intended... Consumer reported found 3 pen needles they feels the non patient end is not long enough to connect to pen."

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that 3 bd nano¿ 2nd gen pen needles had insufficient, non-patient cannula lengths that would not allow them to attach to the pen as intended during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "unable to attach 3 npe as intended... Consumer reported found 3 pen needles they feels the non patient end is not long enough to connect to pen.".